Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found out of specification in relation to the customer reported first row keys not working, which was reproduced. The cause was determined to be failed input/output printed circuit board, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the first row of keys on a spectrum pump were not working. There was no known patient injury, or medical intervention associated with this event. No additional information is available.